Event description:
It was reported via the stryker facebook page; I have stryker knees. No mako surgery. My left knee hurts the most. I know I have arthritis in there. I called once doctor and he refused to see me for my knee because he didn't do the surgery. The doctor who did the surgery moved and I really miss him. But I can't see myself driving 90 minutes there and back for a ten minute appointment.

Manufacturer narrative:
It was noted that the device is not available for evaluation. If additional information is received, it will be provided in a supplemental report upon completion of the investigation.

Manufacturer narrative:
An event regarding issue pain involving an unknown knee was reported. The event was not confirmed. Method & results: -product evaluation and results: visual inspection, dimensional, functional and material analysis could not be performed as the device was not returned. -clinician review: no medical records were received for review with a clinical consultant. -product history review: could not be performed as lot code information was unknown. -complaint history review: could not be performed as lot code information was unknown. Conclusions: the exact cause of the event could not be determined because insufficient information was provided. Further information such as images of the reported event and return of the device are needed to complete the investigation for determining root cause. No further investigation for this event is possible at this time. If devices and / or additional information become available to indicate further evaluation is warranted, this record will be reopened.

Event description:
It was reported via the stryker facebook page: "I have stryker knees. No mako surgery. My left knee hurts the most. I know I have arthritis in there. I called once doctor and he refused to see me for my knee because he didn't do the surgery. The doctor who did the surgery moved and I really miss him. But I can't see myself driving 90 minutes there and back for a ten minute appointment." Update per additional fb comment received: "my left knee has hurt from the get go. My right one is starting to hurt. Right knee was five in (B)(6) and my left in (B)(6). I have stryker knees. My hips are real ones, beginning to cause problems. I figure I can walk and be mobile. The knows are better than what they were but not comfortable anymore" this MDR is for the left knee.